Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have blade damage at the tip of the blade. One of the blades was missing. The missing piece measuring approximately 0.038" by 0.016" was not returned with the instrument. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, it was observed that the monopolar curved scissors instrument was dull. There was no report of patient involvement.